Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while prepping a 6-12f mynx control venous vascular closure device (vcd) on the back table, the balloon ruptured. A normal amount of pressure was used to see white-black-white on the pressure indicator. There was no reported patient injury. The device never touched patient. Th deployer was trained to the mynx device. The mynx vcd was stored and prepped according to instructions for use (IFU). The device is available for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while prepping a 6-12f mynx control venous vascular closure device (vcd) on the back table, the balloon ruptured. A normal amount of pressure was used to see white-black-white on the pressure indicator. There was no reported patient injury. The device never touched patient. The deployer was trained to the mynx device. The mynx vcd was stored and prepped according to instructions for use (IFU). A non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in the manufacturing position and was fully covered by the sealant sleeves. Regarding the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was returned in a burst condition, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed, as the balloon was already burst, preventing execution of the functional evaluation. A high magnification evaluation was executed to assess the balloon. During this analysis, a complete radial tear across the balloon wall was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device since a radial tear was noted on the balloon. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.